Manufacturer narrative:
The returned device was evaluated. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. Evidence of an internal leak was found; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg was found. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The customer reported that blood glucose levels reached 16 mmol/l (288 mg/dl) after wearing the pod between 4 and 24 hours. It was reported that the customer received a pod error hazard alarm during bolus.